Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was not loaded at the jaw and fell off the applier.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800760 was manufactured on 06/26/2018 a total of 288 pieces. Lot was released on 07/20/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. No defects or anomalies were observed. The reported complaint of "clip not loaded at jaw, slipped off" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as all clips could be loaded into the jaws and were successfully applied to over-stressed surgical tubing. The device was received with 7 clips remaining in the channel indicating that the end user fired 8 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Event description:
It was reported that the clip was not loaded at the jaw and fell off the applier.